Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The blood glucose reading at the time of the event was not reported. Troubleshooting was performed and it was found that the customer was not practicing the correct technique when inserting his infusion set. The correct insertion technique was explained to the customer's mother. It was also found that the type of infusion set the customer was using may not have been right for his body type. The customer was advised to discuss alternate infusion set types with his doctor. The customer's mother stated that the customer had received numerous no delivery alarms on the insulin pump. Possible causes for the no delivery alarms were explained to the customer's mother. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.